Manufacturer narrative:
Date of event is estimated. D6b is unknown. During processing of this complaint, attempts were made to obtain complete event and patient information.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on an unknown date wherein the entire system was explanted to address the issue.

Manufacturer narrative:
The reported event for ineffective stimulation was not confirmed. The lead was received damaged and cut into several segments. The lead was cut and damaged during the explant procedure. Full functional test could not be performed due to being damaged.

Manufacturer narrative:
The penta lead was returned for disposal. There were no allegations against the lead. The lead was received damaged and cut into several segments. The lead was cut and damaged during the explant procedure. Full functional test could not be performed due to being damaged.